Manufacturer narrative:
Contact office correction: (B)(4). The customer¿s biomedical engineer reseated the ribbon da to mc cable and corrected the problem. The unit is now back in service.

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.